Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6)2020. Additional information: a2, a3 corrected h6 patient code: 2687 additional information was requested and the following was obtained: what was the name of the procedure? - flaccid ectropium with disturbing hyperlacrimation and therefore fluctuating worse visual acuity the patient demographic info: age, gender, weight, bmi at the time of index procedure. - 67; m; on what tissue was the suture used? - possibly on the periosteum (unlikely) what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased. - possibly periosteum was the needle retrieved during the initial procedure after the x-ray?- no what specific tissue does the surgeon believe the needle piece is in? - after the ethibond suture has been placed, the needle on the ethibond thread is missing. Since the thread with the needle was pulled through the wound site, it is unlikely that it tore off and got stuck on the peroistaltic. We have informed the patient about the incident and will clarify whether the needle can be magnetized and which imaging method can be used to see whether it is still in the peroistaltic, even if it is unlikely. What size is the needle piece retained in the patient? - unknown was an additional surgical procedure performed to remove the needle? - no was additional dissection required in other tissue other than the target tissue? - no was there any change in the patient¿s post-operative care due to the extended anesthesia time? - no where was the needle grasped during use? - middle segment what is the patient¿s current status? - good

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device klm520 batch number, and no non-conformances were identified. It was reported breakage needle. One open box with twenty-seven unopened samples of product code ja6442h, lot klm520 was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Besides, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples conditions, no performance - breakage needle was found. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? The patient demographic info: age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the needle retrieved during the initial procedure after the x-ray? What specific tissue does the surgeon believe the needle piece is in? What size is the needle piece retained in the patient? Was an additional surgical procedure performed to remove the needle? Was additional dissection required in other tissue other than the target tissue? Was there any change in the patient¿s post-operative care due to the extended anesthesia time? Where was the needle grasped during use? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that the patient underwent eye surgery on an unknown date and suture was used. The needle broke during the surgery and the surgeon did not find the tip of the needle. It was reported they searched for the needle and possibly with xrays and are not sure if the tip of the needle is in the eye or not. The patient status is unknown. Additional information has been requested.